Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v560419, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # v560419, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was initially reported that patient¿s implantable neurostimulator (ins) showed an end-of service (eos) message. During surgery to replace the ins battery due to normal depletion, the lead component was ¿nicked¿ about 5 to 6 inches from the ins. It was noted that the patient got good motor response and that the impedance measurement was within normal limits. Follow up information from the healthcare professional (hcp) reported that the cause of the event was that the lead was damaged during the battery replacement (due to battery depletion). Note: the manufacturer¿s device registry showed that the lead was ¿partially removed¿. Reprogramming was performed on the same day as the surgery (¿complete for new device¿). The patient was discharged to home and had no current complaints and was satisfied with the device. No hospitalization was required for the event and the patient outcome was reported as no injury.